Event description:
The reporter contacted animas on (B)(6) 2014 alleging that each time a cartridge is emptied and needs to be replaced, the pump prompts the user to prime the pump and perform the prime steps before the pump will rewind. There was no reported impact to the patient associated with this complaint. This complaint is being reported because the reported issue remained unresolved with troubleshooting.

Manufacturer narrative:
(B)(6). The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4). Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: review of the black box data revealed the last basal delivery was recorded on (B)(6) 2014; the reported date of the event ((B)(6) 2014) was overwritten due to continued use of the pump. There were no records of warnings/alarms to replace the cartridge in the alarm history. On investigation, an empty cartridge scenario was simulated and the pump emitted the appropriate alert. The cartridge was replaced correctly and no ¿prime¿ step was required prior to the ¿rewind¿ step as alleged. Investigation did not confirm or duplicate the reported issue and the pump was found to be operating with the required specifications without malfunction.